Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that atrial lead noise and myopotential oversensing were observed. Programming changes were suggested. The patient was stable.

Event description:
New information received notes that the noise and myopotential oversensing was observed remotely via merlin.net transmission.